Event description:
Caller reported experiencing a high blood glucose level, which remained high despite changing the infusion set and cartridge. Specific glucose values were not given, but the level displayed as "high." There was no adverse impact to the customer's blood glucose level as corrective actions were effective. The customer administered a correction injection via multiple daily injections (mdi), changed the infusion site again, and was advised to switch areas completely. Following these actions, the glucose level began to decrease. The customer was slightly ill and was monitored during this process. No injuries occurred, and no external assistance was needed.